Manufacturer narrative:
The device is currently under evaluation into root cause.

Event description:
It was phoned in by the sales rep that the intraclude aortic device,icf100 balloon migrated proximal to the valve during the middle of the case. They switched to an aortic cross clamp. No patient injury was reported. They placed the balloon and had positive occlusion initially. They stated to have removed the slack and locked the device in place. The ER was not saved.

Manufacturer narrative:
Evaluation: during visual inspection it was found that there was a kink between the 70cm and 75cm marks where the strain relief section of the shaft meets the section of catheter shaft. A kink was found at 90cm mark and below the trifurcation hub which were most likely from shipping and handling. There was also a flattened section between the metal bands inside the balloon most likely from physician handling. Suture clamp and clamp lock is fully functional. The strain relief of the device was found to be within specification. The device was functionally tested by inflating the balloon to 40cc. The balloon was found to hold pressure with no leaking, the eccentricity of the balloon was found to be acceptable. The kinking noticed in the returned device was not noted by the complainant and would have not contributed to this event had they been present during the case. No defects were found with the returned device that could have contributed to the reported event. Complaint could not be confirmed. The edwards training guide and instructions for use instruct the operator on proper positioning and use of the intraclude device. In this case, the cause of the balloon migration cannot be confirmed. The returned device was evaluated and found to have met specification. However, a combination of patient anatomy and procedural factors may have contributed to the event. The IFU, training manuals and fmeas have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The lot number was not provided and a review of manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Trends will continue to be monitored through edwards quality system.